Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with scratched case. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected insulin flow blocked alarm/no defects noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 52 mg/dl at the time of incident and the other blood glucose level was unknown. Customer experiencing low blood glucose for 30 min. The customer was assisted with troubleshooting. The customer was treated not treated for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did receive a sensor updating. Customer used auto mode. Customer stated that auto mode feature was not active and automatically adjusting insulin at time of low blood glucose event. The insulin pump will not be returned for analysis.